Event description:
Arterial catheterization being inserted. The metal "line" appeared to be disintegrating as it was pulled out of the plastic sheath and metal parts left in sheath. The entire set was then removed.